Event description:
The customer complained that they had three false positive on their tango optimo. A f/u phone call with the manager revealed that the manager spoke to his staff and could not verify that anyone had reported a false positive. No false positive results could be provided. No issue with false positive reactions ever existed on the reported date of event. The iti on hand is part of the series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.